Manufacturer narrative:
Siemens reviewed the instrument logs provided by the customer. The root cause for the suspected discrepant patient test results in question for sample 405930 is unknown as there is no indication of a sensor instability, co-oximetry issue, nor an instrument malfunction. This concludes that rp500 sn (B)(4) is performing as intended. It could be possible that pre-analytical factors may have attributed to the discrepant test results. These may include slight contamination from the glucose/saline drip during sample collection, sample handling, and/or proper mixing of the sample itself.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Data logs have been received for investigation. The customer stated that they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500. There was no report of injury due to this event.